Event description:
It was reported that the device exhibited episodes non-sustained right ventricular oversensing (nsrvo) caused due to post-paced t wave oversensing. Device reprogramming was made during the device check. The patient was stable.